Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, urinary problems, recurrence, dyspareunia, emotional distress and product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.